Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device would not close and secure. A second device was used to complete the case with no patient consequence. There is no other information available at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: ask the account to clarify the event. Did the clip not close and secure on the vessel? Did the clip fall off the vessel and into the patient? If so how was the clip retrieved. Account called stating that the clip did not form, and did not fall into the patient.